Manufacturer narrative:
The returned device was evaluated and no blood was observed on the device or adhesive pad. Inspection of the formed needle found no issues that would cause bleeding. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the device data. The damage did not affect the ability of fluid to flow through the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 296 mg/dl while wearing the pod between 4 and 24 hours on the arm. There was bleeding noted at the site. As treatment, a new pod was placed.